Event description:
It was reported via repair work order that the track belt was loose due to the track rollers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.